Event description:
During the placement of the ion stent in the patient's right coronary artery, the physician noticed in the post-deployment angiography images that the stent appeared twisted and crumpled inside the artery. The physician post-dilated the stent twice, but with each dilitation, the angiographic picture showed a worsening defect in the stent. The physician proceeded to repair the malfunctioning stent with placement of two stents from a different manufacturer, one in the proximal aspect of the stented artery and one inside the mid-segment of the failed ion. Angiographic images post-repair were very good and it was felt the artery had good blood flow through it at the time. There is no known injury to the patient at this time. The remaining product with the same lot number was pulled from the facility's stock.